Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges pain and suffering and emotional distress and that patient was injured by excessive levels of chromium and cobalt in his blood. Update 9/12/12- plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 12/10/2015- ppd received. Dor was provided. The complaint was updated on 12/22/2015. Update - 08/04/2016 - medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report metallosis and periprosthetic bone loss of the posterior column. Adding stem and sleeve per the alleged elevated metal ion levels. The complaint was updated on: 08/26/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.